Manufacturer narrative:
The adhesive pad was received with blood. The linkage assembly was found to be not fully retracted before opening the pod and the formed needle was visible in the exposed soft cannula. After opening the pod the linkage assembly fully retracted and score marks were found on the top housing. This indicates a misalignment between the linkage assembly and top housing which caused the formed needle to not fully retract. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient was bleeding from the insertion site with bruising as well. The patient reported that their hand and leg was covered in blood and it took 5 minutes of applying pressure to stop the bleeding. The patient stated that they removed the pod and activated a new pod. No blood glucose values were provided.